Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 3 additional implanted mitraclips. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report that during use with one clip delivery system (cds), there was interaction with this implanted clip (B)(4), which caused this clip to move on the leaflet and has the potential to cause or contribute to patient injury. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 1-2. The next day, the mr increased. On (B)(6) 2016, a second mitraclip procedure was performed. It was found that one clip (B)(4) had detached from posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 4+. Two clips (B)(4) were implanted on both sides of slda clip for stabilization. The mr remained at 4+. The third clip delivery system (B)(4) advanced to the mitral valve, but it was not possible to grasp both leaflets together. Additionally, interaction was noted with the slda clip (B)(4) and the other implanted clip (B)(4). Due to this interaction, the slda clip and other clip had moved on the leaflet. The insertion of the anterior leaflet with the slda clip, and both leaflets of the other clip remained satisfactory. The third cds was removed, and clip not implanted. An amplatzer device was implanted between the clips in an attempt to reduce the pre-existing mr, but there was no reduction. The patient was confirmed to be stable post procedure, and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. While it should be noted that the mitral regurgitation (mr), ultimately remained unchanged as a result of the procedure, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported device being damaged by another device (grasping clip contacting the implanted clip) appears to be a result of user technique, as the grasping clip contacted the implanted clip and resulted in the partial movement of the clip on the leaflet. The reported patient effect of unchanged mr was likely related to patient and procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.